Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the purely your breast pump she uses developed uneven suction 2 weeks ago. This resulted in decreased milk output from her right breast causing clogged milk ducts. Customer was diagnosed with unilateral right breast mastitis on (B)(6) 2015. Customer contacted her health care provider on (B)(6) 2015 and was prescribed a 10 day course of oral antibiotics. Customer reports improvement in symptom within 4 days.

Manufacturer narrative:
Mother was sent a replacement purely yours motor base on (B)(6) 2015 and was asked to return the original motor base for inspection. A prepaid fedex label was emailed to the customer in an effort to obtain the product for eval. Three phone calls and 2 emails were sent to the customer asking for return shipment status. To date, product has not been returned to ameda, inc., for eval. A supplemental report will be filed when add'l info becomes available.